Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00206. It was reported that the patient presented in the hospital for a pacemaker implant procedure. After the dual chamber pacemaker system was implanted and the patient was in the recovery room, the patient's blood pressure dropped. An echocardiogram was performed and revealed pericardial effusion. The physician performed a pericardiocentesis and repositioned the right atrial and right ventricular leads during procedure on (B)(6) 2020. The physician alleged that the pericardial effusion was related to either the right atrial lead or right ventricular lead, but was unsure which lead, due to possible cardiac perforation. The patient was recovering in the hospital post-procedure.